Manufacturer narrative:
Occupation is patient/consumer. The meter was received for investigation. A display test was performed and several segments of the results field failed completely. The circuit board showed no signs of contamination and there were no signs of customer mishandling. The root cause of the issue was a defective display.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. Upon completion of a display check, missing segments were observed in the results field of the device. When a test strip was inserted, there were missing segments from the code number. The patient ran a test and the inr result was missing segments. The patient could still see what the result was.